Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 078. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a call service 078 alarm was observed in the black box and alarm history. The pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms received. There was evidence of moisture corrosion on the ir board near the motor flex connector and on the transceiver board. Correction to serial #.